Event description:
During a breast biopsy the physician felt resistance upon deployment of the device and it did not deploy properly. They used a second device from the same packaging lot and completed the case. The device was returned for analysis.